Event description:
It was reported that the customer says patient seen in emergency department due to being unable to deflate the balloon in their cath foley lubricath ped latex (item # 165pl10). Also reported that this is the second patient that has seen in emergency department experiencing this issue which the same exact product. Per additional information received via email on 30sep2025, customer was unsure of which box the item came from, so they provided the lot #¿s for all three. Ngkp1958, ngjz0304, ngks2469. No patient identifiers were shared due to it being protected health information (phi). The patient experienced an emergency room visit due to the reported issue. The patient has not experienced any issues since. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer says patient seen in emergency department due to being unable to deflate the balloon in their cath foley lubricath ped latex (item # 165pl10). Also reported that this is the second patient that has seen in emergency department experiencing this issue which the same exact product.